Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device also had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she could not press the button to bolus or review data. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.